Event description:
It was reported by the patient that she is having a skin irritation to the 72r electrodes. The patient claims her skin is red and itchy, and it has blisters and welts. She claims her skin looks like pimples with pus inside. The irritation is under the electrodes only. She changes and rotates the new electrodes daily. The patient does not have sensitive skin, allergies, or seasonal allergies, and she does not take blood pressure medication. She cleans the area with soap and water. She contacted her surgeon who prescribed a steroid cream to use. The patient's second surgery was postponed due to the rash. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she is having a skin irritation to the 72r electrodes. The patient claims her skin is red and itchy, and it has blisters and welts. She claims her skin looks like pimples with pus inside. The irritation is under the electrodes only. She changes and rotates the new electrodes daily. The patient does not have sensitive skin, allergies, or seasonal allergies, and she does not take blood pressure medication. She cleans the area with soap and water. She contacted her surgeon who prescribed a steroid cream to use. The patient's second surgery was postponed due to the rash. No further consequences have been reported at this time. The 72r electrodes were returned for further evaluation.

Manufacturer narrative:
Corrections - a: patient age at time of event, b4: date of this report added, d3: manufacturer address and email address, UDI # g1: contact office and manufacturer site, g3, g6: report type. Additional information - d9: device available for evaluation and returned to manufacturer date, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation ie-00840 was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. Hhed-10-2017-001 evaluated the risk to the patient. Therefore, no further actions are required at this time. Review of complaint history identified (B)(4) total complaints from (february 15, 2021) to (february 15, 2022) for pn (106130-20) and events related to (electrodes: rash/irritation). Keyword search criteria: (complaint codes: bhp electrodes: rash/irritation). The search was specified to the lot no. 120801. The search identified 0 complaints. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.